Event description:
Additional information was received from the patient's neurologist indicating that the patient does not feel when the device stimulations and does not know when may have begun stimulating again. The physician indicated that she is planning on resuming the patient's vns therapy. Attempts for additional programming history from the patient's previous physician were unsuccessful. Additional programming history was received from the patient's current neurologist however is did not contain any additional programming history for this patient.

Event description:
Additional information was received on (B)(4) 2013 when it was reported that vns was turned off in 2005 or 2006 because it "was not working" and then in 2011 he needed to have an MRI and at that time the physician stated his vns was on. The mother didn't know how it was turned back on or when. The patient's generator was last checked in early 2012. It had been reported that the device had been disabled in 2005 due to lack of efficacy. The patient's programming history was reviewed and on (B)(6) 2005 the device was programmed off.

Event description:
Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Type of report, corrected data: initial report inadvertently did not indicate "30-day."

Event description:
It was reported that the patient was going in for an MRI and the site was going to disable the patient's vns as recommended in manufacturer labeling for mris. The patient indicated at that time that his vns had been off for some time. Upon interrogation of the patient's vns, it was found that the patient's vns was indeed programmed on. Review of the programming history available to the manufacturer found that the patient's vns was disabled on (B)(6) 2005. There was no indication that it had been turned back on in the programming history available. It is unknown how or when the patient's settings had changed. Information was later received indicating that the patient's vns had been turned off due to lack of efficacy. Diagnostics were normal as per the physician. The current physician only recently began seeing the patient and does not have much history. Attempts for further information have been unsuccessful to date. No adverse events have been reported as a result in the change in settings.